Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of approximately 300 mg/dl. To address the bg level, the customer delivered a correction bolus and performed manual injections. Recommendation was made to consult with health care provider regarding diabetes management.